Event description:
The pt was being treated in the ep lab for ventricular tachycardia. A pericerdiocentesis was performed with the perivac catheter. The guidewire became stuck upon withdraw. The catheter and guidewire were removed. Although fluid was drained with the initial pericardiocentesis, additional fluid accumulation several hours later necessitated a second pericardiocentesis, which was successfully performed with a second perivac kit.